Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be directly attributed to intra-abdominal sources due to a gi infection as reported by a medical professional. Though a less common source of peritonitis, it is known that gi infections can cause or contribute to infections of the peritoneum. This is further evidenced by the presence of a systemic infection that involved opportunistic multidrug-resistant organisms. Therefore, the liberty select cycler and liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. Initially it was reported the patient had a catheter infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on (B)(6) 2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient¿s pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis (hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. Initially it was reported the patient had a catheter infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on (B)(6) 2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient¿s pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis (hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.